Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the further troubleshooting performed to determine the cause of the pump not functioning/not getting medication was the physician had replaced the pump. The cause for the pump not functioning/not getting medication was unknown. The actions and interventions taken to resolve the issue was replacement. The patient status was noted as alive, no injury. The symptoms the patient experienced to make them believe the pump is not functioning / not getting medication was the patient feels he was in such bad pain on certain days and swears he was not getting medication to his spine. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc; lot#serial#: (B)(6); implanted: on (B)(6) 2010; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc; serial/lot#: (B)(6); ubd 2012-06-15; UDI#: (B)(4); h3: interrogation of the pump upon receipt indicated that the pump was delivering dilaudid (25.0 mg/ml at 6.056 mg/day), clonidine (1,400.0 mcg / ml at 339.1 mcg / day), and bupivacaine (20.0 mg/ml at 4.845 mg / day). Analysis of the pump found ¿pump motor gear train anomaly corrosion and / or wear and/or lubrication¿ and ¿pump motor gear train anomaly stall due to shaft / bearing¿. Analysis of the catheter sutureless connector found ¿coring / tears / cuts in seal¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via a manufacture representative, regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was having issues getting their boluses. The caller reported the date that the issue started was unknown. The patient was worried that if they weren't getting a bolus there could be an issue with the pump and patient was nervous as their last pump needed to be removed in 2014. Tech services reviewed doing a diary with patient and keeping ptm on the pump for a longer duration. Ts did email repair to order an antenna for the patient. Ts stated between the diary and antenna we should be able to troubleshoot the issue of not getting boluses. The rep will be following up with the patient. Additional information was received from the company representative who reported that the cause for the patient not getting boluses had not yet been determined and the issue was not yet resolved. No further complications have been reported as a result of this event. On (B)(6) 2020, additional information was received from the manufacturer representative (rep). Since the patient got the antenna for their personal therapy manager (ptm), the patient says the pump was still not functioning properly and does not believe he is getting medication every day to his spine. The pump was not alarming and there were no error codes on the patient's ptm.